Manufacturer narrative:
Hill-rom technical support found the side communication board was the issue and shipped them for the account to install. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. No further info is available on the repair of the bed at this time. The investigation is ongoing. If any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the ER. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).